Manufacturer narrative:
Investigation summary: it was reported the syringes had damaged stoppers or plungers and foreign matter contamination. To aid in the investigation, five photos were provided for evaluation by our quality team. Four photos show damaged parts. The last photo shows syringes with black speck that appears to be embedded degraded resin. No other defects or imperfections were observed. The damaged syringes could occur if there was a jam during the assembly process inducing the symptom reported. A device history record review was completed for provided material number 301033, lot number 2075955. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the assembly process was performed. The alignment of the rails and conveyors were correct, and the flow of product was good. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported while using bd syringe luer-lok¿ 30 ml bulk pack luer lock tip there was damage to the plungers. This event occurred 253 times. The following information was provided by the initial reporter: it was reported by the customer that the syringes had damaged stoppers/plungers: "damaged/broken: 253 pieces."